Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The monitor was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was a red and a green horizontal line displayed across the image of the system 2600. There was no adverse pt involvement reported. All reported pt information has been recorded in section a.